Event description:
Customer reported the release button on the tower is not releasing properly. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the low voltage power supply. System operates as intended.